Event description:
It was reported that part of the cartridge (green piece) was scraped off and attached to the clip at loading and when the user grasped the applier the clip fell off from the applier. Therefore, a new package was opened instead to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1900187 was manufactured on 11/11/2019 a total of (B)(4) pieces. Lot was released on 11/22/2019. DHR investigation did not show issues related to complaint. Four (4) cartridges with catalog number 544230, hemolok xl clips 6 / cart 42 / box, were received, the lot number could be confirmed since the material was received in its original packaging. The reported complaint was that part of the cartridge (green piece) was scraped off and attached to the clip during loading. During the visual inspection, no defect could be observed, therefore a functional test was carried out. One sample (clip) from each cartridge received was loaded into the appliers, and no defects were found. The complaint received cannot be confirmed. Functional test was performed to duplicate failure mode reported as "(green piece) was scraped off", however, no defect was found. Complaint could not be confirmed based on sample received. Four (4) samples were received and part number/lot number could be confirmed due to material was received in its original packaging. Visual inspection was performed to all samples and non-defect were found. Functional test was performed to duplicate failure mode reported as "(green piece) was scraped off" but defect could not be duplicated. Complaint cannot be confirmed because none issued were found on samples received.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that part of the cartridge (green piece) was scraped off and attached to the clip at loading and when the user grasped the applier the clip fell off from the applier. Therefore, a new package was opened instead to complete the operation. No clip fell/remained in the patient.